Event description:
The following has been reported by customer: the pump without sensor is infusing at a higher rate than indicated. Preventive maintenance was performed on it a couple of weeks ago. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All data found showed that calculated volume matches recorded volume. Each identified infused volume was in line with the device programming. Reported event date is 11 november 2025 according to additional information. The analysis first covers the period from november 29, 2025, at 18:10:00 (start of flowrate) to december 1, 2025, at 9:33:08. An analysis is then performed on the log (after the event) link to the drop sensor - from 29/11 to 01/12/2025, the pump infuses at the programmed rate (~84.5-84.6 ml/h) two times, consistent with the set flow rate. - on 30/11/2025 and 01/12/2025, there is no overflow, no uncontrolled flow alarm, and no abnormal infusion rate recorded. - the infusion progression is coherent with the programmed volume and duration. - the pump was used without a drop sensor at the time of the reported event. - after the event date, when a drop sensor was used, multiple underflow and overflow alarms were recorded, which may indicate an incorrect or unreliable detection by the drop sensor. - logs cannot confirm the actual remaining volume in the bag, visual estimation of the bag is not verifiable through device data. All data found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The complaint is not confirmed by the logs for the event date (30/11/2025). The pump infused at the programmed rate, with no evidence of overflow on that day or before. After the event, when a drop sensor was used, several underflow and overflow alarms were recorded, but these occurred after the reported incident. Because the actual fluid volume in the bag cannot be determined from the logs, it is not possible to confirm an overflow based only on the bag appearing empty earlier than expected the reported device was received in brézins for investigation. External visual check noticed that the membrane is slightly worn and it is slightly dirty in gap and joint. During device log review, the reported event could not be confirmed. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The drop detection test is compliant. There is no false alarm, sensor has no detection issue. Internal inspection found that the inside of this pump is slightly dirty, with leaks around the seals and in the gaps. The ribbon cable between the display board and the cpu board is worn and needs to be changed. Nothing linked to the reported event. The reported event could not be reproduced. Therefore, this complaint is considered not valid with no issue. It's advise to change the membrane and the ribbon cable between display and cpu boards, upgrade the software and clean the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.